Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that error states that unable to issue more than two medications. A customer support specialist advised to customer for making changed the script and now get the medication through pharmacy to resolve this issue. The system functioned as intended after customer support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system states that medication quantity was not available in the station. Customer stated that they were unable to issue the medications, which did not delay to patient care, and confirmed that there was no injury to the patient. The customer indicated that they were able to retrieve the medication through pharmacy. The medication is called gabapentin cap 100mg. There were no adverse events or injuries reported based on this event